Manufacturer narrative:
The microsensor was returned for evaluation. The supplier's evaluation included a review of manufacturing records, which found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned sensor found that the internal wires were broken. The sensor was not functional. The catheter was received tied in a knot approximately 9.5 cm from the sensor case. The catheter material was severely mashed in multiple locations. The catheter appeared to be stretched. Due to the condition of the sensor as it was received, no functional testing was possible. The supplier was able to confirm the reported complaint and determined the cause of the reported problem to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 226348-2016-10191 and MDR 226348-2016-10169 for information regarding additional devices associated with this event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Stopped registering icp. Issue occurred after a technician came in and attached an EKG feed. After that, device stopped registering icp. Monitoring was discontinued. No patient harm or delay in treatment reported. On 3/7/16 per rep: "I am not sure what the complaint should lodged be against. It was working correctly and then abruptly stopped working. I sent in the microsensor because I wanted to verify that there wasn't something wrong with it. The patient cable and monitor seemed to be ok."